Event description:
The leadscrew was completely detached from the pump. The customer denies the pump being bumped, dropped, or exposed to moisture. The customer was advised to disconnect from the pump and revert back to manual injections.